Event description:
It was reported during pm testing the fse when doing the performance verification, he got to alarms (test 9) where the voltage on the ohm meter was reading to high. The test calls for the reading to be between 0 and +/- 3, but it was +10. There was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned cpu board shows that the cpu pcba was tested and no failures were identified.